Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1, inratio: >7.5, lab: 5.8 or 5.0 (customer unsure). Patient 2, inratio: >7.5, lab: 7.2. Customer also reports getting qc errors.

Manufacturer narrative:
Investigation pending.